Event description:
The lay user/patient contacted lifescan in 2007 and alleged that his one touch ultrasmart meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The patient refused to troubleshoot or provide any information regarding the meter/issue. The only information provided is that he experienced low blood glucose symptoms after the reported issue began. He took an increased amount of insulin "by accident"; however, it is not known if the insulin administration was before or after the start of the symptoms. The patient did not receive any medical attention. Although there is insufficient information provided regarding meter/issue, this complaint is reported because the patient alleged that the subject meter was giving inaccurate high results, and he experienced low blood glucose symptoms after the issue began. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.